Manufacturer narrative:
Product complaint (B)(4) d4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that corail/asr was implanted approx 15 yrs ago. Patient had pain. Surgeon elected to remove head & re-implant 28 x 12 12/14 ts ceramic head along w/a zb dm poly liner. Doi: unknown, dor: on (B)(6) 2024, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. No device associated with this report was received for examination. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot . Wwcapa 00780 superseded by mdd CAPA-001226 was established regarding root cause and/or corrective actions. Reference: (B)(4).

Event description:
Additional information received: a. Please confirm if there was any allegation against the liner? None. B. Was there a surgical delay? What is the duration of the delay? None. C. Please clarify if the cup was removed and a new cup was placed with the zb poly liner. Shell remained - zb dm poly head implanted.